Manufacturer narrative:
Correction information was provided in section b.2. Upon further review, the b2 section (event outcome); permanent damage or disability has been retracted from the file, as this outcome not applicable (reported inadvertently) for the report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample was returned to the site. Review of the complaint history shows one similar vision impairment and no similar inflammation-ocular-other, and ocular toxicity complaints reported. Review of the master batch record (mbr) of the lot number provided indicated that product was processed and released according to the product's acceptance criteria. Root cause for the complaint condition could not be determined. Potential root causes: ¿ solution quality issue ¿chemistry and microbiology data must meet regulatory requirements prior to release. ¿ consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. ¿ event related to consumer physiology ¿ no conclusion can be made regarding the contribution of unique consumer physiology as this factor is outside the control of the manufacturing facility. ¿ event related to surgical technique ¿ no conclusion can be made regarding the contribution of surgical technique. A comprehensive review was performed including a review of the processes, complaint histories, batch record review, finished product testing results. The review shows that the manufacturing processes were in a state of control. Based on the acceptable master batch record review and finished product test results, this lot continues to be acceptable. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from government agency indicated that patient had a recurrent macula on retinal detachment. He underwent uneventful vitrectomy with silikon oil. The best corrected visual acuity was reduced. It was suspected to refractive error induced by silikon oil. Silikon oil was removed. Patient reported a small central scotoma. The best corrected visual acuity was reduced. Patient was diagnosed as silikon oil toxicity. Current condition of the patient regarding the event best corrected visual acuity was symptom continuing, vitreous hemorrhage, scotoma, macular thinning, retinal detachment was unknown.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient experienced silikon oil toxicity with diagnosis of central vision loss due to an increase in inflammatory affects to the oil. The patient was treated with topical steroid drops. He stated there has been slow improvement with the patient but his vision fluctuates and continues to follow the patient. This complaint is pertaining to three of three reports received from the initial reporter.

Event description:
A physician reported a patient experienced a silicon oil toxicity with diagnosis of central vision loss and increase in inflammatory affects. The patient began having central vision loss. The patient currently continues to have central vision loss. He stated there has been slow improvement with the patient but his vision fluctuates and continues to follow the patient. This complaint is pertaining to three of three reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).